Event description:
Lenstec received an email indicating "the patient reported eye pain on the second day after surgery, adhesion on the posterior surface of the lens was observed."

Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. The device reported remains implanted and therefore, not returned to lenstec. All endotoxin testing met specifications. There is no evidence to suggest that any aspect of this device was responsible for the reported inflammation.